Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mobile programmer application experienced multiple issues occurring following the update of the application software version. It was noted that the application crashed with a white screen and no error message, including during patient interrogations. It was further noted that the applications performance was sluggish with freezing and unresponsiveness during actions such as generating portable document format (pdf) reports in addition to freezing upon launch. Additionally, it was noted that there was intermittent bluetooth disconnections between the patient connector, mobile programmer, and the application. Moreover, the application experienced telemetry issues displaying black electrograms (egm) screens with only occasional markers. These issues necessitated troubleshooting steps including the close and relaunch of the application to restore functionality. No patient complications have been reported as a result of this event.